Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of infection with covid-19 (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volbella in the lips. The next day, patient tested positive for covid-19, deemed not device related. Approximately three weeks later, patient developed "general facial edema and multiple discreet nodules in the cheek." Patient is currently on doxycycline.